Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had a low vacuum alarm.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. After analysis it was found that the manifold set was with a problem, where k7, when initializing on the display screen, kept activating without making any command, probable internal leakage of the k7, after replacing the set, the equipment was under tests and showed no failure in its operation. Battery test performed and it held a minimum load of 135 minutes. . If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.